Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd879189 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. In (B)(6) 2010, the patient recovered and was discharged on (B)(6) 2010. The patient's concomitant medications were not reported. According to the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy.